Event description:
Half of it broke off inside of me; tampon broke [device breakage]. Tampon broke and was left inside of her; removal of tampon, doctor removed [foreign body in reproductive tract]. Case narrative: on (B)(6) 2023, a spontaneous report was received from a consumer regarding a 31-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 19-sep-2023, additional information was received from a consumer, and based on the information the case was upgraded to 30-day report. Medical history and concomitant products were not reported. On an unspecified date, the patient started using playtex sport plastic, unscented. On (B)(6) 2023, 5 days after starting use of the product, the patient placed a tampon in and when she removed it, half of the tampon broke off inside of her (also reported as ripped off). Subsequently, she made an appointment with a doctor to make sure all of the material was out of her. On (B)(6) 2023, the doctor removed the tampon. As of (B)(6) 2023, the status of product use was discontinued temporarily, but she was planned to use it again. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.